Manufacturer narrative:
The device was not returned to manufacturer for evaluation therefore we are unable to determine the definitive cause of event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was pre-operatively diagnosed with thoracic t4 vertebral fracture. The patient underwent internal fixation of thoracic vertebra reduction and internal fixation. Intra-op, the surgeon implanted the screw into the patient's thoracic vertebra. In the last process of closing the lock, the plug screw had not broken yet by itself, but the nail tail of the screw had broken. The surgeon performed the operation completely according to the normal manner in the operation. After the screw was broken, the surgeon removed the screw and continued the operation with the same specification screw. No fragments of the device remained inside the patient's body. No patient complications were reported as a result of the event.

Manufacturer narrative:
One side of the fas head has fractured off. The direction of the fracture and damage to the threads indicate that the set screw was miss aligned during installation. The excessive force placed outwardly on the u channel appears to have caused the head to fracture. If information is provided in the future, a supplemental report will be issued.